Event description:
It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system had been exhibiting a noise and oversensing resulting in greater than two seconds of pacing inhibition on the atrial channel. Additionally, there had been a slow decline in atrial pacing impedance measurements. The lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement. A boston scientific technical services consultant informed the caller that the exact measurement could not be identified. The clinician was going to instruct the patient to perform a patient initiated interrogation (pii) to obtain the impedance value. No adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting a noise and oversensing resulting in greater than two seconds of pacing inhibition on the atrial channel. Additionally, there had been a slow decline in atrial pacing impedance measurements. The lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement. A boston scientific technical services consultant informed the caller that the exact measurement could not be identified. The clinician was going to instruct the patient to perform a patient initiated interrogation (pii) to obtain the impedance value. No adverse patient effects were reported.